Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, while unpacking, the physician noted that the internal bolster was detaching from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be open. The c-clamp was found to be open. The external bolster located at approximately the 15cm mark and was without issue. The internal bolster was found to be separated from the device. The distal end of the tubing presented no tearing. A large remnant of the internal bolster remained attached the outer diameter of the tubing. The inner diameter of the bolster was jagged and torn with a large portion missing. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during preparation. Based upon the information in the event description it appears that the bolster detached during preparation prior to insertion into the patient. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed for lot 14437722 and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 14437722.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, while unpacking, the physician noted that the internal bolster was detaching from the tube. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube . There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.